Manufacturer narrative:
Additional information: there were no issues noted with the 3.0 x 22mm and 3.0 x 8mm onyx frontier stents used during the procedure. Annex d code. Correction: annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was detailed that the 3.0 x 15mm onyx frontier stent previously implanted in the proximal rca exhibited restenosis. A scoring balloon was used in an attempt to treat the restenosis however; this caused a dissection. An attempt was then made to deliver the 3.0 x 12mm onyx frontier stent in the dissected area when the stent got hung up on a strut and came off the balloon. An attempt made to re-engage the dislodged 3.0 x 12mm stent with the balloon was unsuccessful. An additional 3.0 x 8mm onyx frontier stent was implanted between the proximal and mid stent. Correction: it is believed that the stent dislodged and came off the balloon while passing through a previously deployed 3.0 x 15mm onyx frontier stent when the patient took a breath. There was no damage noted to the 3.0 x 15mm onyx frontier stent. The dislodged stent was crushed using a 3.0 x 22mm onyx frontier stent. The lesion was pre-dilated. Resistance was not noted when advancing the device. Excessive force was not used. Patient age and weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to/at lesion located in the proximal right coronary artery (rca). The device was inspected prior to use and negative prep was performed with no issues noted. The stent dislodged and came off the balloon while passing through a previously deployed stent. The dislodged stent was not removed; instead, the stent was crushed against the vessel wall. No problems were reported after the stent was crushed. No further patient complications have been reported as a result of this event.